Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was intermittently freezing. Ts recommended they replace the hdds to resolve the issue. No patient harm was reported. Investigation summary: technical support (ts) verified that there were no gaps in patient information and the freezing only lasted for a minute or so. The device history showed that the hdds have not been replaced for over 2 years. Ts recommended they replace the hdds to resolve the issue. There was no report of patient harm. Hdds are mechanical components that may deteriorate through time and may be worn from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Nk will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/25/2024 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/19/2024 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 12/26/2024 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was intermittently freezing. There were no reports of patient harm.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was intermittently freezing. There were no reports of patient harm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was intermittently freezing. Technical support (ts) verified that there were no gaps in patient information and the freezing only lasted for a minute or so. The device history showed that the hdds have not been replaced for over 2 years. Ts recommended they replace the hdds to resolve the issue. There were no reports of patient harm.nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.